Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable cardioverter defibrillator 2010 (B)(6); 694758 implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient heard an alert. Noise was noted on both the atrial and ventricular leads. A lead integrity alert was triggered on the right ventricular lead. It was discovered that the patient was using some kind of direct current therapy from the patient's chiropractor. The patient was instructed to stop treatment. The leads remain in use. No patient complications have been reported as a result of this event.